Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp)¿s touch screen was not working. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5 , g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not duplicated the reported problem. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s touch screen was not working. There was no patient involved.